Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a moderately tortuous and mildly calcified lesion in the distal right coronary artery. The lesion was pre-dilated with a 2.0 x 15 mm trek. After pre-dilatation, the 2.50 x 38 mm xience xpedition stent delivery system (sds) was advanced; however, resistance was met due to the tortuous anatomy. After a few attempts to advance, the proximal shaft broke and separated. The sds was removed from the anatomy and replaced with another xpedition of the same size to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and shaft detachment appear to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.